Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 3.1 was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the communication bus and also in drawer configuration at the station. A field service engineer replaced the fuse on the motherboard, which allowed the drawer to open; however, the pockets remained non-functional. So, replaced the controller board, resulting in the successful functionality of the pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.